Event description:
Button came out the morning of 4-18 while child was at home. Mother replaced the same button. At 8:30 am on 4/18/95 rn noted balloon to be out further than usual. Rn noted a hole at the top of the shaft below buttonhead. Shaft noted to be sliced approx half of the circumference of the tube horizontally. Required insertion of new button. Age of device 56 days.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.